Event description:
During a stapled hemorrhoidectomy procedure, the first device (lot #v42y4n) did not sound like it engaged the staple line. When removing it from the patient, the staples were still in the device. The second device (lot # v42x3w) fired but did not work properly. It still left the hemorrhoid in the patient. Therefore, a third gun was used to complete the procedure. There was no reported patient consequence.